Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a philos augment case on (B)(6) 2013, it was reported that there was minimal cement leakage through the inferior fracture line. It was noted that the screws that were augmented and led to the leakage were close to the fracture line. The product was removed without any problems for the patient. No further information is available at this time. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment not diagnosis.

Manufacturer narrative:
Synthes USA is retracting this medical device report, as it is a duplicate of MFR # 2520274-2013-03161.